Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
"Literature article entitled, ¿a randomized controlled trial comparing the efficacies of ketorolac and parecoxib for early pain management after total knee arthroplasty,¿ by artit laoruengthana, et. Al., published by the knee (2020), vol. 27, pp. 1708-1714, was reviewed. The purpose of this article was to compare analgesic effect and perioperative blood loss (pbl) after total knee arthroplasty (tka) between ketorolac (conventional nsaids) and parecoxib (selective cox-2 inhibitor) administration in 100 patients implanted with primary unilateral tka between may 2017 and february 2018. There were 50 patients in the ketorolac cohort and 50 in the parecoxib cohort. All patient received affixed bearing, posterior stabilized pfc sigma tka cemented with unknown cement. It is unknown if the patellas were resurfaced. The authors concluded that parecoxib provides comparable analgesic effects to those of ketorolac. Additionally, perioperative use of parecoxib is safe and is associated with significantly less blood loss after tka. Adverse events: 1 case of deep vein thrombosis treated with anticoagulants. 1 patient received a two-stage revision to treat pain and periprosthetic joint infection. 1 patient with patellar clunk. The authors did not specify the type of conservative treatment provided. . It is unknown if the patella was resurfaced. Captured in this complaint: 3 pfc sigma femoral components, tibial trays, and tibial inserts.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.